Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user encountered alert 38 indicating consecutive stalled motor during a supply change, which prevented initiation of the supply change process despite multiple restarts, and a replacement pump was arranged while the user transitioned to backup therapy and continued cgm use. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without medical intervention or hospitalization. Investigation included remote troubleshooting and user education, confirmation of shutdown procedure, and arrangements for device return and data synchronization to the mobile app prior to return. Investigation of the returned device revealed a suspected pump motor stall consistent with an internal pump mechanism malfunction during the supply change process. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.